Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the emergency room following a vibratory alert. The device was checked and it was determined that high, out-of-range pacing impedance, loss of capture, and low sensing threshold were noted on the right ventricular (rv) lead. Then during the rv lead revision procedure, damage to the connector pin was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.